Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose 504 mg/dl. Before event blood glucose level was 113 mg/dl. Customer treated high blood glucose with manual injection. Customer did not allege that insulin pump was under delivering. Customer found that several bubbles was in various different areas of reservoir and cannula was not bent. The insulin pump was not in auto mode at the time of incident. Insulin pump will not be return for analysis.